Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified distal right coronary artery (drca). A 2.00x15mm traveler was attempted to reach the lesion but failed due to anatomy. Resistance was noted during advancement and during removal of the device with anatomy. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.